Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was exhibiting noise oversensing that was causing pacing inhibition. Programming changes were performed to resolve the issue. The patient was in stable condition.